Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple shaft and hypotube kinks. The hypotube was completely separated 20 cm from hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2014. Examination of the returned 3.0x12mm liberte stent revealed a break in the catheter shaft.